Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that unspecified bd precision glide microlances had the following problems during use. Needle clogged/blocked (2). Leakage (2). Blood exposure / splash (1). It was reported via survey response that the clinician experienced exposure to body fluid or blood due to leakage from the connection (1), leakage (2), syringe needle connectivity issue (3), needle clogged (2), needle bent (1). Additional information related to clinician's exposure to blood... States: "fluids leaked out from between the needle and the syringe." Additional information related to what leaked and from where states: "blood" "from the part where the needle is inserted into the syringe." "Less medication than required was administered." Due to responses above, clinician exposure will be captured under leakage and will not have a separate row. "